Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Smartset hv bone cement claim letter record received. Clam letter alleges pain, discomfort, instability and difficulty ambulating caused by aseptic loosening by the defective smartset hv bone cement. It was also reported that the patient had chronic instability, poly wear, and internal rotation of the femoral component. Doi: (B)(6) 2015; dor: (B)(6) 2019; left knee.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  H10 additional narrative: added: b7. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) 2017: patient presents to physician with pain and numbness in the left knee after fall. Patient states that the left knee "gave way" before she fell. X-ray reveals well-seated tka and lumbar degenerative joint disease. The patient is referred for pt to treat foot drop secondary to scarring of the peroneal nerve. The physician notes that the nerve scarring is due to the patient's genetic elevation of collagen index factor, which would increase postoperative scarring after peroneal nerve retraction during the procedure. (B)(6) 2018: patient receive a left ankle abo (brace) to treat the previously reported foot drop. (B)(6) 2019: patient has a shave biopsy of invasive squamous cell carcinoma from the upper back. (B)(6) 2019: patient begins pt for cervical and right shoulder pain that began after mva. Doi: (B)(6) 2015, dor: (B)(6) 2019, left knee.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  added: b5, h6 (patient). H6 patient code: no code available (3191) was used to capture joint instability and nerve injury. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  H10 additional narrative: added: b7, d4, d11. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The medical records were reviewed for patient harms/product issues. The notes indicate the patient experienced anemia post-operatively following the primary left knee revision. No blood transfusion was administered. The patient's hemoglobin and hematocrit were monitored. No evidence of treatment. On (B)(6) 2016, an ultrasound indicated a hepatic cyst. On (B)(6) 2016, the patient underwent a robotic-assisted choleystectomy due to gallstones. On (B)(6) 2017, the patient presented to the emergency department for acute cystitis, c-diff, sepsis secondary to to acute pancolitis, recent antibiotic use for urinary tract infection, hematuria, dysuria, hypokalemia, mild ascites, and anemia. The patient received treatment with oral vancomycin and was discharged home. On (B)(6) 2017, the patient presented for a follow-up evaluation at her physician. The patient was advised to continue aggressive hydration and nutritional support. On (B)(6) 2019, it is noted the patient had an area of squamous cell carcinoma excised off the upper left back. Follow-up indicated no residual squamous cell carcinoma after the excision. There is no indication the event or issues were associated with depuy products. Post-revision: on (B)(6) 2020, a left knee bone scan indicated inflammation. There is no evidence any depuy products were used during the revision operation.

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  H10 additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Added: b5, h6 (no code available (3191) is used to capture the device revision or replacement). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records were reviewed to identify patient harms/product issues. In addition to the previous adverse events reported, the patient also experienced a fall, infection, and arthrofibrosis following the primary operation.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  H10 additional narrative: added: h6 (no code available (3191) is used to capture gallstones, dysuria, hypokalemia and mild ascites.) If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  H6 patient code: no code available (3191) is used to capture device revision or replacement and nerve damage. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The medical records capture the following radiographic imaging notes: (B)(6) 2012: MRI identifies two hepatic cysts. (B)(6) 2013: CT scan identifies a right fractured cuboid sustained after tripping on a box while working. (B)(6) 2014: left knee MRI identifies pre-tka, natural tibial bone marrow edema with cysts, tricompartmental chondromalacia and osteoarthritis, and a degenerative meniscus tear. The patient reports pain and swelling after injuring the knee 6-7 years earlier. Patient treated with anti-inflammatories and eventual tka on (B)(6) 2015. (B)(6) 2016: CT scan identifies gallstones and progressive enlarging of hepatic cysts identified in 2012. These events are unrelated to the revision surgery. (B)(6) 2017: cervical and left knee MRI. Moderate knee effusion is identified. (B)(6) 2017: patient reports left knee pain, swelling, and walking difficulty. Patient is referred for l knee imaging. (B)(6) 2017: left knee imaging identifies a stable, aligned, well-fixed tka with moderate effusion. (B)(6) 2017: patient complains of shooting pains in the left lower extremity status post lumbar fusion surgery. Blood flow analysis reveals all veins of the lle and rt cfv showed competency and color flow. (B)(6) 2017: left knee MRI identifies stable tka with moderate joint effusion. Clinic notes: patient reports walking difficulty, swelling, and pain. (B)(6) 2018 clinic note: patient complains of left leg pain and numbness and low back pain. Patient is diagnosed with left foot drop and lumbar radiculopathy. (B)(6) 2018: patient reports lle pain and swelling. Lle venous study confirms no dvt or svt. (B)(6) 2018: patient reports left knee pain. MRI identifies moderate left knee effusion with diffuse osteopenia. (B)(6) 2018: clinic postoperative visit status post lumbar fusion in (B)(6) 2017. Patient reports lle pain and numbness. Patient is diagnosed with left peroneal nerve palsy. (B)(6) 2018: lumbar MRI status post lumbar fusion surgery due to patient report of lle pain, low back pain, numbness, and foot drop. Findings reported: progressive lumbar seroma impinging on the nerve root related to lumbar laminectomy, mild to moderate lumbar disc bulging, progressive facet arthropathy, progressive ligament hypertrophy. Treatment is unspecified. These findings were associated with the lumbar laminectomy surgery. (B)(6) 2019: bone scans identify possible loosening of the left tka. Revision surgery is recommended.

Event description:
Update 30 dec 2019. Medical records were reviewed to identify patient harms/product issues. On (B)(6) 2015, the patient underwent a left knee arthroplasty with implantation of competitor products and two depuy cement products. On (B)(6) 2015, the patient underwent a left knee manipulation under anesthesia due to pain, discomfort, scar tissue, decreased range of motion, and arthrofibrosis. No products were revised. On (B)(6) 2019, the patient underwent a left knee revision due to pain, discomfort, instability, walking difficulty, poly wear, femoral mispositioning, swelling, stiffness, numbness, weakness, popping, nerve damage, fatigue, and crepitus.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.